Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the pacemaker exhibited oversensing noise on the ventricular channel resulting in pacing inhibition. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.